Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.